Manufacturer narrative:
H4: device manufacture date: lot 23a008 was manufactured from january 6, 2023, to january 7, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.